Event description:
A customer had a problem with the single lumen PICC. The customer states that PICC catheter inserted on may 19 2006 at 1500hrs, repositioned with a .75cm pullback at 1600hrs same day. On may 23 catheter noticed to be leaking 2cm patient's side of butterfly at 1000hrs, catheter d/c'd.